Manufacturer narrative:
The ceiling cover clamp ring was broken due to excessive tightening (torque > 0.25 n/m) of the two attachment screws. Prior to the incident, the last maquet performed maintenance record on this surgical light dates back to 11/04. As follow-up, an integrity check of each hlx 2000 clamp ring used at the facility was performed. Replacements were made, when necessary.